Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion that breached the optim sheath with intact silicone insulation beneath distal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.